Event description:
A patient reported her (B)(6) year old grandson kicked her in the back right at the implantable neurostimulator (ins) site. The patient reported they had a return of symptoms. The patient noted the ins had moved. The patient used the patient programmer (pp) and verified that stimulation was on by noting the lightning bolt in the upper left hand corner. The patient stated she was on program 2 at 0.6 v and was not feeling stimulation. The patient increased stimulation to 0.9 v stated stimulation was strong and comfortable and will continue to track her symptoms. The patient planned to contact her healthcare professional (hcp) to let him know of the kick and change of therapy. The patient noted the return of symptoms was gradual. The patient noted she was going to the bathroom more. The patient stated the ins moved, she noted the ins was implanted in the left cheek and was able to see the incision. The patient noted the ins had now moved more to the right towards the spine. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.